Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the implantable cardioverter defibrillator (ICD) delivered possible inappropriate therapy for atrial fibrillation (af) with rapid ventricular fibrillation that the ICD classified as ventricular tachycardia (vt). It was further reported that the atrial lead was undersensing during atrial arrhythmia episodes causing the early termination of episodes. The ICD and atrial lead remain in use. No further patient complications have been reported as a result of this event.